Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device would not activate the disposable. Another like device with the same disposable was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the pneumatic switch assembly needed to be replaced. The coupler was bent. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.